Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the recharger (serial# (B)(4)) found the insulation was pulling away at the donut end and the wires were exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a problem recharging since implant. The patient stated recharging would start then stop. The patient said they take the battery out and reset it to make it work. The patient stated that last night "the paddle (recharger) broke and burned me." The patient noted there was a naked wire on the recharger (rtm). A replacement rtm was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.